Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had stress cracks on the top and bottom corners of the display. Cracks were noticeable at the reservoir window and the battery compartment. No further information reported. Customer's blood glucose reading at the time of the call was 75 mg/dl. No further information reported.